Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The electronic lot history record (elhr) for this product was not reviewed and a similar incident query was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. Xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the procedure was to treat a left main artery. A 3.5 x 12 mm xience pro x stent was implanted; however, there was difficulty removing the balloon from the deployed stent. The balloon was inflated and deflated several times before it could be removed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.